Event description:
The pt stated that on multiple occasions, she encountered infusion set cannulas that crimped while in use resulting in elevated blood glucose levels. She stated that she observed high blood glucose readings in 2007 and the following day of 187 mg/dl and 224 mg/dl, respectively. She reported her recommended blood glucose range to be 90-140 mg/dl. Her symptom of elevated blood glucose was "feeling fatigued". She stated that she had not observed alerts or error codes on her infusion device at the time she observed high blood glucose readings. Once detected, she corrected her elevated blood glucose levels by immediately replacing her infusion set. She then delivered of a bolus of insulin using her infusion device. She stated that she discovered the crimped cannulas when she changed her infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.